Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a low blood glucose level of 33 mg/dl but her sensor was reading 65 mg/dl. The customer was having issues with the sensor. The customer treated his low blood glucose level with food. The device was not returned.